Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): 'aiming beam not clear" (no code available). A customer reported a surgeon complained that the aiming beam was not clear. The probe was switched out and the case was completed. There was no pt impact.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).